Event description:
It was reported to boston scientific corporation that the upsylon mesh tore during the implantation procedure. The physician had altered the mesh by cutting it, which she thinks may have altered its stretch properties. The patient was seen on an urgent basis by the physician twice since the implantation procedure, due to a post-operative fever and urinary tract infection. The physician reportedly then admitted her to the hospital for persistent fever and abnormal vaginal discharge. She opined the patient may have an abscess and a CT scan was planned. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.